Event description:
During testing, the shaft began to frost. Pulled the probe from the procedure and another probe was used. No patient contact.

Manufacturer narrative:
Actual device evaluated via simulated use testing, which confirmed the reported issue. Additional evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.